Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm 13.2 implantable collamer lens, -12.5/+4.5/110 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in the lens case/vial and in liquid. Visual inspection found the lens to haptic torn/ broken/ bent/ deformed and foreign material on lens surface. Work order search: no similar complaints were reported for units within the same lot. (B)(4).